Manufacturer narrative:
A compromised force sensor system alarm occurred during prime/ compromised force sensor system test at 4 lbs due to a faulty force sensor resistor (gold). The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.(B)(4).

Event description:
The customer's mother reported via phone call that the customer had a compromised force sensor system alarm. Customer received the alarm during a set change. Customer tried a different tubing and still was not able to get through. Customer stayed off the pump and gave herself some lantus. The drive support cap appeared to be normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.